Event description:
It was reported a motor stall occurred on (B)(6)2015 20:17 and a motor stall recovery occurred (B)(6) 2015 at 20:46. On (B)(6) 2015 motor stall occurred at 8:11 and motor stall recovery occurred (B)(6) 2015 13:51. The patient had an MRI on (B)(6) 2015 and per the reporter the stall on (B)(6) 2015 was secondary to the MRI. Per the hcp the pump was verified ok after the MRI. The pump was used to deliver gablofen. No patient symptoms, interventions or outcome reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6)2011, product type: catheter. Product ID: 8 596sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
Additional information later received reported that it was unknown what symptoms the patient experienced as the patient not seen in the healthcare providers office from (B)(6) 2015 till (B)(6) 2015 when refilled again in the office. Per the healthcare provider the cause of the stall was unknown as they did not order the MRI, etc. There were no trouble shooting, interventions or other actions taken to resolve the issue. The healthcare provider was unaware of any ill effects, the motor stalled for only 29 minutes from 20:17 to 20:46.